Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1exn3, implanted: (B)(6) 2017, product type: lead. (B)(4).

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient with an implanted neurostimulator (ins) for fecal incontinence therapy. The patient presented with pain and redness around implant. It was reported that there was a suspected infection at the battery site; (B)(6) cultures were done by the hospital and the device was explanted. The patient recently had their system revised and the physician thinks that this patient has an infection from the revised device. The patient was alive with injury at the time of the report. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that there may be another infection even with the absorbable antibacterial envelope/pouch being used. No further complications were reported or were expected.